Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump wasn¿t working. The reporter was unable to complete troubleshooting at the time of the call. Customer technical support had made attempts to contact the reporter to complete troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.